Event description:
It was reported by the customer that a pyxis medstation es system patient orders are not crossing. Customer stated that there was a delay in patient care workflow and unable to find a patient in pyxis. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders was not crossing. The technical support specialist assisted customer to check event viewer logs and did not find any error messages. The system functioned as intended after technical support specialist troubleshooted the device.